Event description:
No serious event occurred. No patients were affected. There is only a potential health hazard discovered by a user. The issue concerns the density handling of voxels intersected by both the external roi and an roi of type support, fixation or bolus in all raystation/rayplan versions 4 - 11a, including service packs.

Event description:
Follow-up of report rsa: MDR 3010034862-2023-00007 84263 rs bolus density handling. No serious event occurred. No patients were affected. There is only a potential health hazard discovered by a user. A customer noticed a difference in electron dose depending on whether a bolus was delineated inside or outside the patient external contour. Investigation shows that there is a limitation in the discretization of certain regions of interest (roi). When combining densities from the CT values inside the external roi with densities from an roi of type bolus, support or fixation, the combined densities may be wrong, leading to situations where accuracy of the dose calculation may be lower than otherwise expected. The effect was already known and to some extent described in raystation training material, but not described in the raystation labeling documents.

Manufacturer narrative:
A software implementation error has been identified. The issue concerns all raystation/rayplan versions 4 - 11a, including service packs. In the event that an inappropriate treatment plan was approved for treatment due to this error, this could result in a local over dosage in a risk organ or local under dosage in a target. The clinical consequences depend on the exact plan setup and the anatomy of each individual patient and thus cannot be generally estimated. However, the density error affects at the most one row of voxels, and the effect on the overall treatment is estimated to be for most cases marginal.